Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), when the physician went to draw back to expose the advancer tube, it was not showing and the sealant was still on the rail of the device. There was no patient injury. Manual compression was used for thirty minutes or less to achieve hemostasis and the patient recovered with no extended hospital stay. The user shuttled down completely with no significant resistance when shutting down. There was no unusual force applied when retracting sheath. A 6f competitor's sheath was used. The vessel size is 5mm with a medium stick location. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was presence of pvd/calcium in the vicinity of the puncture site. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube and the sealant were found in the manufactured position as received. The syringe was connected to the device with stopcock open. The procedural sheath was observed on the catheter, fully retracted. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Shuttle down step was simulated and slight resistance was felt. It was found that the sealant was exposed to moisture which caused the sealant to increase the profile and create resistance. The sealant was removed, and the advancer tube was properly engaged to the proximal tamp lock without any issue per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1825701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed due to the condition in which the device was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure. Even though resistance was felt during functional analysis due to the moist sealant, this condition was not likely experienced by the customer since it was reported that there was no resistance felt during shuttle down step or sheath retraction step. Therefore, the increase in profile for the sealant most likely occurred sometime after retracting the sheath up to product investigation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During use of the mynxgrip vascular closure device (vcd), when the physician went to draw back to expose the advancer tube, it was not showing and the sealant was still on the rail of the device. There was no patient injury. Manual compression was used for thirty minutes or less to achieve hemostasis and the patient recovered with no extended hospital stay. The user shuttle down completely with no significant resistance when shutting down. There was no unusual force applied when retracting sheath. A 6f competitor's sheath was used. The vessel size is 5mm with a medium stick location. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There presence of pvd/calcium in the vicinity of the puncture site. The device is available for analysis. No other information was provided.